Manufacturer narrative:
(B)(4).

Event description:
See attached user facility medwatch # (B)(4).

Manufacturer narrative:
(B)(4). Conference call took place with ethicon associates and surgeon and the surgeon provided the following summary: the surgeon explained that he uses a black reload for the first firing. Prior to firing, he plants the tissue and closes the stapler on the tissue and waits for a little bit, pulls on the string of the seamguard and then fires the stapler. He stated that it sounds like the battery of the stapler is dying. He questions whether the tissue may be too thick. The stapler stalls in the middle of the firing but then powers through. He releases the stapler and sees that the specimen side is open but that the patient side staples have deployed and the cut line is appropriate. Surgeon stated that the device was articulated on the second firing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information received: reported that the issue occurred with the fourth firing of the device, however the remainder of the event description matched what was reported by the sales rep. Risk manager indicated that the issue has been reported under medwatch # (B)(4). On the specimen side of the cartridge only the first few staples deployed and the rest were still in the cartridge (still in goal post form). The patient side fired fine. The surgeon did a washout of the cavity due to the open portion of the specimen side. The sleeve leak checked fine.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon was on the third firing of the case (first two firings were fine) and was using a green gst60g with seam guard. The surgeon depressed the trigger and the stapler made a clicking sound, paused, then fired and returned to proximal position. The surgeon unclamped the stapler and realized that the staples on the specimen side did not fire. The staple line on the patient/stomach side was intact and sealed. The surgeon removed the stapler from the abdomen and observed that the majority of staples on the specimen side were unformed (i.e: goal posts). A few of the staples at the proximal end of the cartridge had fired but the remainder had not. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m55h3h. The analysis found that one plee60a device was returned in good visual condition and with a gst60g cartridge reload present. The reload was received with the right side fully fired and left side partially fired 1/4. Upon evaluation of the reload, the one piece sled was noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.